Event description:
It was reported the patient died after surgery due to an anaphylactic reaction on the evening of (B)(6) 2014. The patient was implanted on the day of the report and the procedure occurred without issue. The manufacturing representative stated the death was not due to the device or therapy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The ins was functionally okay. The service life of the ins had not been started.

Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot# 0207757453, implanted: (B)(6) 2014, product type: lead. Product ID: 3387-40, lot# 0207931732, implanted: (B)(6) 2014, product type: lead. Product ID: 37085-60, lot# nkn080147v, product type: extension. Product ID: 37085-60, lot# nkn080148v, product type: extension. Product ID: neu_stimloc_acc, product type: accessory. Product ID: neu_stimloc_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.